Event description:
It was reported to boston scietific corporation that a polaris ultra ureteral stent was open to be used during a stent exchange procedure performed in the right ureter on (B)(6)2020. According to the complainant, during preparation, outside the patient, when the suture was removed, the lower segment of the stent shaft broke. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Block h6: device code 1069 captures the reportable event of stent shaft broken. Block h10: the returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the stent shaft proximal section was detached. The suture string was returned un-loaded and properly cut. No other issues with the device were noted. The reported event was confirmed. Based on the product analysis, the suture string was returned un-loaded and properly cut, evidence that the stent was manipulated. The failure found, stent shaft proximal section (next to bladder pigtail) detached, is an issue that could have been generated by the user or due to the interaction of the device with the suture string. The most probable root cause is adverse event related to procedure since it is most likely that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was open to be used during a stent exchange procedure performed in the right ureter on (B)(6) 2020. According to the complainant, during preparation, outside the patient, when the suture was removed, the lower segment of the stent shaft broke. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.